Manufacturer narrative:
Concomitant product: product ID 37752, serial # (B)(4), product type recharger; product ID 3998, lot # j0454454v, implanted: (B)(6) 2004, product type lead; product ID 3708260, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 37742, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had no issues with her therapy. The generator replacement was done and then there was only one contact, electrode number 4, which had high impedances after the new generator was connected. Because the patient was not having any therapy issues, it was left at that. No extensions were replaced, only the generator.

Event description:
It was reported that an end of service (eos)/end of life (eol) message appeared on the implantable neurostimulator recharger (insr) 2 days prior when the patient went to recharge the implantable neurostimulator (ins). The patient still felt stimulation and effective therapy. The patient programmer (pp) had not shown eos as of today. The patient had realized she needed to recharge over the weekend because ¿I only recharge every 3.5 to 4.5 weeks because I only use it during the day.¿ when the patient started to recharge, the eos screen appeared on the ins. She was going to see her healthcare provider (hcp) this morning. 2 days prior she was able to recharge to 50% and then she needed to plug the insr into the ac outlet to finish the job. There was no problem with recharging. The eos picture went away when she pressed the recharge key and started to recharge as normal. It took about 1.5 to 2 hours and after every recharge, she plugged the insr into the socket and nothing had flashed up on the patient programmer (pp). Yesterday, the eos scree n came up again. She used the ins yesterday without a problem and this morning and it was working fine. But she was concerned about the picture. It was noted that at the night the patient would lower the program to 3.8 prior to turning it off for the night. When they turn it on in the morning she never increased it more than 4.40. The ins was 8 years old in (B)(4) 2014 and the patient was advised that it was going to need a replacement. The surgeon implanted 9 electrodes on her spinal column and only half of them were activated and that in time they might have to change the programming to other 4 electrodes. It was noted that she saw an hcp every month because they take a ¿small amount of pain medication, but basically my pain is managed by the¿ ins. She was also allergic to many drugs and in (B)(6) it was going to be 20 years since she hurt her back. A day later a manufacturing representative (rep) met with the patient. They were seeing an elective replacement indicator (eri) and they were running impedances to make sure everything looked oaky for implantable neurostimulator (ins) replacement. They ran impedances and noticed that some were >3600 ohms. The rep later realized that only one port should be in use considering the patient¿s current system. The patient had maintained good therapy and this impedance check was purely a proactive check. It was noted that the patient¿s a1 program was using 1 and 2 electrodes. The patient had not had a change in therapy and the ins was working well. It was later reported that the eri was confirmed and it was normal battery depletion and the patient was being referred for replacement and needed authorization. No therapy issues reported and the patient was happy with her therapy.